Manufacturer narrative:
The provided calibration and qc data is within acceptable range. The provided alarm trace does not contain a conspicuous event. The customer could not provide the sample for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Control results were acceptable. The field engineering specialist was unable to determine a root cause. He inspected the cobas c501 instrument and found no issues. Precision testing was performed with a pooled patient sample and the results were acceptable. The customer rand qc with acceptable results. The investigation is currently ongoing.

Event description:
The initial reporter complained of questionable benz benzodiazepines plus results for 1 patient's urine sample tested on a cobas 6000 c (501) module compared to a liquid chromatography with tandem mass spectrometry (lc/ms-ms). The initial benz result from the cobas c501 was -117 mabs (negative). The lc/ms-ms result was positive for benzodiazepine. The customer also tested the urine sample in a point of care urine cup with a benzodiazepine cutoff of 300 and the sample was positive. The customer tested the same patient sample an additional two times on the cobas c501 on (B)(6) 2019 and the results were both negative (-100 mabs, -103 mabs). The results in question were reported outside of the laboratory. The lc/ms-ms result was deemed to be correct. The cobas c501 serial number is (B)(4).